Event description:
The customer's pharmacist reported that the customer's freestyle lite meter would turn on with the button, but not when the test strip was inserted. As a result, the customer was unable to receive a reading of their blood glucose. The customer reported he ate breakfast and began to have symptoms of hyperglycemia. The customer self treated with fast acting insulin and went to the pharmacy. The pharmacist received a reading of 415 mg/dl on an unknown meter and called the paramedics. While the paramedics transported the customer to a hospital, the customer lost consciousness. At the hospital, they received a laboratory reading of 525 mg/dl and treated the customer with insulin via intravenous. The customer was monitored for five days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.